Event description:
Additional information received identified the issue was resolved on its own.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pneumothorax following a permanent scs system procedure . Reportedly, the patient experienced shortness of breath, and pain located in the left side of their chest. In turn, the patient was admitted overnight to the emergency room.